Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during fill cycle 1 of 5 of peritoneal dialysis (pd) therapy. The patient stated that the heater bag disconnected. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.